Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 160 cm., body mass index (bmi) 25.8 kg/m2

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy with low anterior resection, endometriosis resection, salpingectomy, bilateral salpingo-oophorectomy, partial ovarectomy, anterior rectumresection, partial colpectomy surgical procedure. Three days later, the patient experienced urine retention; a residual retention catheter was used to resolve the event. The event was reported as resolved seven days after the index procedure; discharge occurred the same day. There was no prolonged hospitalization related to the event. The index procedure was completed without adverse events or da vinci device malfunctions. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the study procedure, but not related to the da vinci investigational device, not related to the patient's underlying disease status, and not related to a third-party device.